Event description:
Pt admitted for elective ptca of a subtotally occluded circumflex artery. The needles did not properly exit the perclose device. Were manually removed via blunt dissection using a hemostat under fluoroscopic guidance.